Manufacturer narrative:
Medwatch provided additional information.. "Monitor; spinal-fluid pressure; electrically powered (car)"; b. Braun onguard spike adaptor; therapy date (B)(6) 2015.

Event description:
Received from the FDA a voluntary event report that stated "vincristine was being administered in the outpatient pediatric infusion center at a rate of 900ml/hr to infuse over 5 minutes via primary chemo tubing via an alaris pcu and large volume module. Treatment of acute leukemia (all) in remission. The patient stated that he felt something dripping. When investigating the tubing it was found to have a leak at the drip chamber above the pump. Due to the nature of the vesicant being administered, chemo precautions and spill management began including washing the patient's skin with soap and water for 10-15 minutes and removal and disposal of his sock as there were traces of the medication on it as well. No further medication or interventions made. Recurring event over time. One time use for this event."

Manufacturer narrative:
Concomitant products: non-bd extension set; (2)syringes; non-bd spike adapter; (2)50ml IV bags; b. Braun onguard spike adaptor; b.braun 100ml IV bag of 0.9% nacl with a vincristine (oncovin) chemotherapy label, lot j4s689, exp. 03/16, therapy date (B)(6) 2015. The customer¿s report of a leak was not confirmed. Visual inspection of the primary set noted no defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. No damage was observed anywhere on the set. Functional and pressure testing was performed; no leaks were observed on the gravity run. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an infusion of vincristine 2mg/25ml was running at 900ml/hr and was noted to leak from the upper fitment. Although some of the chemo leaked onto the patient's skin, the area of contact was washed with soap and water and no medical intervention was required. There is no report of patient harm.